Event description:
The customer reported quality control (qc) failed for white blood cell (wbc) and hemoglobin (hgb) and approximately one cup of fluid overflowed from the baths during system startup involving the coulter act diff 2 analyzer. The customer had on gloves during the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the waste pump was operating intermittently during normal operation. The fse replaced the waste pump and resolved the fluid leak issue and the failing background. The fse performed system startup and quality control (qc) to verify instrument operation; all results were within specifications. The unit conformed to the manufacturer's published performance specifications. (B)(4).